Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issues with three infusion sets on (B)(6) 2026 while infusion set was accidentally pulled out during use due to tubing catching on something or pump falling. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.